Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause of peritonitis was unknown. It was unknown if the patient was hospitalized for the event. The patient was treated with meropenem injection (250mg each bag,intraperitoneal, frequency and duration were not reported) for peritonitis. At the time of this report, the patient outcome was unknown. Pd therapy was ongoing. No additional information is available.

Manufacturer narrative:
B5: at the time of this report, the patient has recovered and their pd catheter was removed and hemodialysis was started ( twice a week). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
B5: the peritonitis event was manifested by cloudy effluent. At the time of this report, the patient was recovering. Should additional relevant information become available, a supplemental report will be submitted.